Event description:
It was reported that the pump was not exposed to extreme temperatures, but a temperature alarm occurred. It was reported that the pump shut off unexpectedly. Customer confirmed pump display turned on when plugged into a power source. Customer resumed insulin delivery successfully and cleared the temperature alarm to address the issue; however a replacement pump was sent to the customer. Customer¿s blood glucose level was above 500 mg/dl. Reportedly, the customer addressed their bg with a correction bolus via pump.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.